Event description:
It was reported a clinical study patient had a benign prostatic hyperplasia (bph) procedure on (B)(6) 2012. Reportedly, there was a "rupture of head of the moxy fiber", a second fiber (0010-2090-043h-2213) was used in the procedure. No patient injury was reported.